Event description:
Additional information reported the migration was a result of physician error however the relatedness to procedure was changed to not related. The event was noted to be related to the lead.

Event description:
Additional information reported the lead was repositioned on (B)(6), 2015. The x-ray had revealed that the lead had migrated anteriorly in the spinal canal. The surgery was completed without any complications and the event was considered resolved without sequelae.

Event description:
It was reported that the patient was unable to achieve effective therapy with the right lead, and it produced uncomfortable abdominal stimulation. Location of the issue or symptom was described as lead location and right side implant. Reprogramming was performed. A lead migration was suspected and later confirmed by x-ray, so a revision was scheduled for (B)(6) 2015. Additional information received reported that the anterior (right) lead was repositioned. There were no system issues other than migration. The patient did well post-operatively, and had good coverage and comfortable stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).